Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that for about the past 3-4 months, patient had been having a lot of different tests done including an echocardiogram and ultrasound. They reported seeing a cardiologist and getting some tests and noticed the therapy had been turning off by itself. They were not turning the therapy off. They stated they may have let the ins charge level get too low and that could be why the therapy showed off. The patient mentioned going to the ER in the spring of this year and mentioned passing out at church. The cardiologist would like patient to wear a monitor. The agent reviewed compatibility.